Event description:
During a routine check of the controller it was observed that just after one (1) second without external power the internal battery wasn't charged. An attempt to recharge the controller was unsuccessful. There was no effect on the patient. It was indicated that the device is not available for analysis.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The reported event could not be confirmed or replicated. The controller passed visual and functional testing; all alarms including the "no power" alarm tested normal. The most likely root cause of the controller no sound is a depleted internal nickel-metal hydride (nimh) battery inside the controller. Applicable risk documentation and experience with events of similar circumstances were considered; events with controller "no sound" are most often attributed to depleted internal nickel-metal hydride (nimh) battery inside the controller and result in the controller not sounding the no power alarm. There are no known clinical or user related contributing factors that could have contributed to this event. The most likely root cause of the controller no sound is a depleted internal nickel-metal hydride (nimh) battery inside the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was indicated that the device is not available for analysis. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. A supplemental report will be submitted when the manufacturer's investigation has been completed the submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Pump remains implanted.